Manufacturer narrative:
Corrected data; d4 and h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: five still images were provided for review. The absence of the patient¿s executive summary limited the ability to conduct a comprehensive anatomical assessment. Additionally, images capturing the valve deployment were not available, restricting the evaluation of the final valve depth and the quantification of paravalvular leak. The available evidence indicates that a post-implant balloon dilatation was performed, although the balloon type and size remain undetermined. Subsequently, a second valve was implanted in a tav-in-tav configuration. Based on this analysis, a definitive conclusion regarding the reported issues cannot be drawn. Updated data: a4. B2. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve deployment was over a medtronic guidewire with the deployment starting point at the bottom of the pigtail catheter as it did not reach the bottom of the non-coronary cusp (ncc). The implant depth was 5 mm on the nc and 6-7 mm on the left coronary cusp (lcc). The severity of pvl following implant was noted to be severe. Following the post-implant bav, the valve dislodged towards the ventricle to a depth of approximately 10 mm on the lcc and 14 mm on the ncc.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, after implantation of the valve, paravalvular leak (pvl) was identified via x-ray. In response, the physician decided to perform a post-implant balloon aortic valvuloplasty (bav). After the post-implant bav, a doppler ultrasound was obtained which revealed that pvl was still present, and that the valve had protruded into the patient's left ventricle. Subsequently, a second valve was implanted valve-in-valve. After the valve-in-valve intervention, no paravalvular leak was identified.

Manufacturer narrative:
Continuation of d10: product ID {d-evprop23-29}; product lot/serial number {(B)(6)}; product type: {0195 - heart valves} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.